Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant there was a rise in thresholds of the right ventricular (rv) lead and a dislodgment was confirmed. During the lead revision, it was noted that insufficient slack was the cause of the dislodgement. The lead was repositioned and slack was added. The lead remains in use. No patient complications have been reported as a result of this event.